Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump may be over delivering insulin. The customer's blood glucose reading was 42 mg/dl at the time of incident but sensor glucose indicated 151 mg/dl. Troubleshooting found that the customer was in the middle of a delivery at the time of the call. Customer indicated that they will monitor the pump and call back if further issues. Troubleshooting advised customer that a sensor tech can help with the sensor glucose and blood glucose issue but customer declined to be transferred for further troubleshooting.